Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the hcp wanted to page the manufacturer representative (rep) because the device was not working at all and they wanted to know if there was anything that could be done before they do surgery to remove it. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.